Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a pressure drop. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The provision of medical intervention to avoid permanent impairment or damage to the patient has not been confirmed, and therefore, has not been ruled out.

Manufacturer narrative:
G4: 17jun2020. B4: 17jun2020. Additional information available in the case indicates that the service technician also replaced the data acquisition (da) printed circuit board assembly (pcba) along with the flow sensor assembly in order to address the reported pressure error. The reported failure of blower not having power was an additional failure that the service technician identified during service, which occurred after the da pcba and flow sensor assembly were replaced. The information in the case indicates that the blower was not running, and so the blower assembly was replaced to address this additional failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04nov2020 b4: (B)(6) 2020 the replaced blower assembly, gas delivery system (gds), and data acquisition (da) printed circuit board assembly (pcba) were received for internal failure analysis. The reported complaint of blower not running was duplicated during testing of the blower assembly. Test results indicated that the phases are shorted to the shaft and case causing the motor to lock up and the ventilator not to run. The gds and da pcba were tested and no faults were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05may2020. B4: 06may2020. The patient's information was not provided. It could not be confirmed if the patient required medical intervention as a result of this event. The manufacturer¿s international service technician evaluated the ventilator and identified that the blower did not have power. The service technician replaced the blower assembly and the flow sensor assembly to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.